Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Correction event date: additional information indicated the patient does not know when the infection started, but it was there (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient offered to donate her external equipment back because her system has been removed due to an infection. The patient does not know the date the infection started, but it was there on (B)(6) when they did a revision. The patient stated the reason they did the revision was to clean out the area, they removed the device, cleaned it out and put it back in, but it still did not heal. The patient said, now she goes to a wound clinic and she is almost healed. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-aug-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the system was being removed due to pseudomonas infection around the incision sites due to patient hygiene. The system was removed and antibiotics were continued. There were no further complications reported or anticipated.